Event description:
Event description guidant received information that one day post implant of this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, decreased r-waves and pacing and shock lead impedance measurements were noted. Capture could not be verified. The physician reported this was a difficult implant. There is a concern that the lead may have micro-dislodged.